Event description:
(B)(4).

Manufacturer narrative:
We called the customer and he indicated that the unit was in use but there was no patient injury. Also, he stated that the issue was with the central station display. A new display was put into service and that resolved the issue.